Event description:
It was reported that during lead replacement, r-waves via an analyzer measured greater than 20.0 mv. At a prior follow- up, ventricular undersensing was observed in both configurations even when sensitivity was programmed to the highest setting. Therefore the pulse generator was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.